Manufacturer narrative:
Inspection results: the visual inspection shows that the seal is fully unwound. The complaint is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta, and the next two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No patient complications were reported by the hospital. This report is for the third seal.